Event description:
It was reported that a patient had a catheter revision (B)(6) 2015. No patient symptoms reported. It was unknown what drugs were being infused at the time of this event. The pump was currently used to infuse baclofen, morphine, fentanyl, and bupivacaine. No outcome was reported. Follow up was conducted to obtain further information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp via an attorney/legal representative. According to the medical records: the patient's medical history included desmoid tumor; chronic abdominal pain; chronic neoplasm related pain; focal nodular hyperplasia of the liver (2010); menometrorrhagia, controlled on oral contraceptives for 11 years; endometriosis, status post tah/bso on (B)(6) 2013 with premature ovarian failure; history of vulvitis; colonoscopy on (B)(6) 2013; allergies to septra and dilaudid; gerd; gastritis. Concomitant medications included fioricet prn, ativan .5mg bid, baclofen 10mg tid, benadryl prn, calcium, clonidine .1mg bid, vasomotor symptoms, colace 100mg bid, imitrex 100mg prn, intrathecal pump with fentanyl, bupivacaine and ketamine; lactulose prn, topical lidocaine gel, lyrica 50mg tid, medical marijuana, multivitamin, omeprazole 20mg qd, zofran 4mg tid prn, proair hfa prn, senokot daily, sulindac 200mg daily, tamoxifen 40mg daily, transdermal scopolamine patch prn, vitamin c daily, vitamin d, zovirax topical ointment prn. It was reported that the patient had an exam on (B)(6) 2015. In approximately (B)(6) 2014, the patient had tripped in the rain and may have dislodged the pump. Her pain control remained good, averaging 2-3/10 in terms of her abdominal pain. However, she had noticed that since the adjustment by the hcp in approximately (B)(6) 2014, she no longer felt the bolus doses as much. The pump was delivering bolus doses of 0.03mg bupivacaine per day, which was inadvertently reduced from 0.07mg per day. The hcp discussed with the patient that this was likely the reason she no longer felt the boluses. She also had been having some abdominal cramping. The pump was then reprogrammed to run continuous dose of bupivacaine 1.2mg per day and fentanyl 0.6mg per day, and her bolus dose was increased up to bupivacaine 0.1mg and fentanyl 0.05mg, with a maximum of 8 boluses per day. The hcp would try a muscle relaxant for the abdominal cramping. The patient had x-rays done on (B)(6) 2015 which revealed "normal chest". The patient had an exam on (B)(6) 2015. The patient felt there was some difference in her bolus dosing. The patient's abdominal pain tended to worsen by the end of the day at work, and the patient was not really feeling the boluses during work hours. The patient did feel better and got relief from the boluses when she was in a supine position at home. The patient's pump site was examined and it was noted that there was a "bit of a kink" on the catheter at the connection site of the pump that would go away when she would lay down flat. The hcp noted that this was potentially the source of why she was not really feeling the boluses during the day when she was upright. The pump was interrogated and there was 4.3ml remaining. The old solution was removed and a new solution consisting of 4mg of fentanyl, and 7mg of bupivacaine was injected in the reservoir. The full 20 ml was injected. The pump was then reprogrammed to have a slightly higher continuous infusion dose. Her daily infusion was increased from 0.6mg fentanyl per day to 0.9mg fentanyl per day. She was allowed personal therapy manager (ptm) bolus doses of 0.08mg fentanyl per day, with a maximum of6 per day. If she were to use all her personal therapy manager (ptm) boluses, she would be due for a refill by (B)(6) 2015. The patient had an exam on (B)(6) 2015. Computed tomography (CT) of the abdomen and pelvis with contrast showed a minor response with decrease in the intra-abdominal tumor. The patient still had intermittent "flares" averaging 3-4 times daily of intense abdominal pain and spasms, but this was much improved from before when the pain was quite constant and unremitting. With the pump adjustment made the prior month, the patient was able to feel the boluses consistently. The pump was interrogated. The hcp added ketamine into her pump solution. Previously, the patient also tried oral compounded keta mine with no significant side effects, though she did not feel that it was particularly effective for her pain at the oral doses. The pump was filled with a new solution consisting of fentanyl 5mg/ml, bupivacaine 7.5mg/ml, and ketamine 1mg/ml. The pump was then re programmed to a dose of fentanyl 1.5mg/day, bupivacaine 2.29mg/day, and ketamine 0.3mg/day. The patient also had urinary urgency for a week and a half. The patient had a hcp visit on (B)(6) 2015 for a pump refill. The patient felt that the addition of ketamine had caused her mood changes, and specifically worsening irritability, depression, restlessness, and "being herself". The patient was still not feeling any efficacy with the ptm device, though the dose had been increased. The hcp believed they should proceed with the catheter access port (cap) study to make sure there were no kinks or leaks within the catheter system, as the patient did previously have very good efficacy and pain relief with the pump, and it was starting to not be as effective for her pain anymore. In addition, the hcp stated that if the catheter tip appeared to be in a higher thoracic distribution, they would like to "pull it down a bit" as they were using fentanyl, and the spread would be less diffuse than with other opioids. The pump was not refilled, as the hcp had already ordered the syringe containing the same solution which had ketamine in it, and the patient was having mood-related symptoms with the ketamine. The hcp would order another syringe without ketamine; with fentanyl and bupivacaine only. They would refill the pump during the procedure, which would be a catheter dye study and potential revision of the pump. On (B)(6) 2015, a catheter access dye study under fluoroscopic guidance, and intrathecal catheter revision under fluoroscopic guidance were performed. During the revision, the pump pocket was opened; the pump was removed and the catheter was noted to be securely attached and intact to the pump. The access port was then entered, and contrast was injected under live fluoroscopy. This demonstrated intrathecal spread at the catheter tip at t8-9, and there were no further areas of contrast spread to indicate any leak or kink. The flow was patent and there were no areas of resistance with injection of the contrast dye. The patient's spinal incision was dissected down to the level of the anchor. The anchor was dissected out and the catheter was then removed with the tip intact and was disconnected from the pump. A new intrathecal catheter was implanted using the same entry site as the prior placement. Positive csf flow was confirmed via the catheter at this new location at the level of t12. The catheter was then attached with extension tubing to the pump which was unchanged. The pump was refilled with a new solution consisting of fentanyl 10mg/ml and bupivacaine 20mg/ml, to run at a daily dose of fentanyl 1.5mg/day, with allowed bolus doses of 0.2mg maximum 8 times daily. Once the catheter was attached via extension tubing to the pump, positive flow was verified via the access port. The patient tolerated the procedure well without any complications. Should additional information be received, a follow up report will be submitted.